Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp for mechanical circulatory support. At some point during the intervention, the patient had an episode of ventricular fibrillation and was shocked once but never lost consciousness. Percutaneous coronary intervention (pci ) was completed and the impella was weaned and removed as planned. The patient is stable and survived.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was returned for investigation. Ventricular fibrillation: the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.